Event description:
Patient states cadd legacy pump sn (B)(4) (12/2018) has an inaccurate display of medication left in cassette. Pump will stay 10 percent left in cassette when there is no medication left. No error displayed on pump. Patient states he was successfully about to switch to other pump with no lapse in therapy. Pharmacy will ship patient replacement pump. No other information is known.